Event description:
Received a complaint that an electrosurgical electrode tip used in a case caused a minor burn, the sample was received, but had not been used. Part was electrically tested and passed without incident. Distributor has made several attempts to contact the hospital by phone and letter with no response. Hospital info was requested but not disclosed.